Manufacturer narrative:
On-site inspection and log file review determined the following: the errors were triggered by failure to achieve required pressure levels within the retort, which is the direct cause of protocol stop. Bubble test confirmed air leakage at the connection between the gas valve and the tubing. Droplets were observed in the final paraffin bath; however, subsequent analysis confirmed that these were not associated with reagent cross-contamination. No cross-contamination was detected in any of the reagents. Based on the on-site inspection and log review, it was determined that air leakage at the connection between the gas valve and tubing prevented the system from achieving the required pressure levels within the retort. As a result, reagents could not be properly filled into the retort, and the tissues remained without adequate reagent immersion for an extended period, which have contributed to tissue damage. To avoid the recurrence of the same issue in the future, the customer was provided with the following recommendations: the instrument is to remain out of operation until a leica service engineer can perform the necessary repair and replacement of the valve assembly with tubes and t-connectors. The customer is to perform a test run upon completion of on-site maintenance. Routine processing protocol shall not be resumed until all verification results meet requirements. The customer has been advised to replace the paraffin in all wax baths. In addition, it was highlighted to the customer, when replacing paraffin and reagents, to ensure that all replaced reagents meet the required concentration standards.

Event description:
On (B)(6), 2026, leica biosystems received a customer complaint where the customer reported recurring pressure and sealing test failure errors on histocore pearl tissue processor. These errors caused the processing run to not be initiated with the samples remaining submerged in formalin. The customer also reported a suspected formalin cross-contamination affecting the distilled water, xylene and paraffin bath. On may 4th, 2026, leica biosystems was informed that the event occurred on (B)(6) 2026, with a total of 200 samples processed during the affected run. Three of the 200 affected samples could not be diagnosed and re-biopsies had to be performed.